Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 31003101 tissue valve implanted: 2002 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to short v-v (ventricular - ventricular) intervals. The physician is asking for data review before making any decisions of possible treatments. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that beginning (B)(6) 2015, there were 504 ventricular sensing integrity counts (sic). Additionally, there were vt-ns (ventricular tachycardia-non-sustained) episodes with evidence of lead noise oversensing.